Event description:
Co's affiliate is reporting that during a procedure the distal tip of the inserter device broke off into the pt's body and remains there in. The surgeon has no intentions of revisiting the op site to remove the fragment as he states that the fragment is fully incapsulated in bone and will not migrate. The case was concluded successfully without further incident or harm to the pt.

Event description:
Our affiliate is reporting that during a procedure the distal tip of the inserter device broke off into the patient's body and remains there in. The surgeon has no intentions of revisiting the op. Site to remove the fragment as he states that the fragment is fully incapsuled in bone and will not migrate. The case wa concluded successfully without further incident or harm to the patient.